Event description:
It was reported that during a cardioversion procedure the quik-combo defibrillation electrodes would not properly mate with the therapy connector and defibrillation therapy could not be delivered. Another set of defibrillation electrodes was used to successfully deliver defibrillation therapy to the pt. Upon further investigation, it was noted that one of the pins in the connector of the quik-combo defibrillation electrodes was not centered and appeared to be bent to one side. There was no adverse event reported as a result of this reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.